Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a infected pacemaker. An interrogation showed t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed. It was further reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.